Event description:
It was reported that the device made a loud rattling noise and the cutter advanced then stopped during a breast biopsy procedure. The procedure was completed with an alternate device and no consequence to the patient.